Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#2290439): 1) this batch of products were assembled at intima ii auto line 3 in oct 2022 and packaged at cfs package line in nov 2022. Batch size is 99000 ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 1 photo, no defective sample. The photo shows that the catheter hub is leaking blood. 3. The retained sample of this batch is taken for 45psi leakage test, the leakage test is qualified, no leakage is found at the catheter hub. 4. Cause analysis: 1) catheter damage can cause leakage here, and the leaks were found after the puncture rather than during the exhausting process, which rules out that this defect was caused during the production process. 2) the IFU of the product indicates that never reinsert the needle into the catheter, as it may damage the catheter. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The returned photo shows a leak at the catheter hub, but no defective sample is received for further examination, and the usage of this sample is unclear, so the root cause of leakage cannot be determined. The plant will continue to track and monitor the defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked at catheter junction reported by the inpatient department, bleeding at the catheter seat, 1 affected, sample cannot be returned, photos can be provided, green claim required, complaint reply letter required, complaint receipt letter required